Manufacturer narrative:
(B)(4). It was reported that patient underwent repair of wound dehiscence, evacuation of vaginal hematoma and vaginal repair on (B)(6) 2009. It was reported that the patient underwent removal of mesh on (B)(6) 2010 and excision of mesh in (B)(6) 2013 due to dyspareunia, vaginal bleeding and erosion. It was reported that the patient underwent resuturing of posterior repair incision on (B)(6) 2009 due to post-op bleeding. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder, nocturia, urge incontinence and frequency.